Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: v557203 , implanted: (B)(6) 2010 product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported their leads were broken. They said they did not remember when it happened, they said they took a CT scan and told them that 1 or 2 leads were broken, they said they had unrelated back surgery and turned the ins off and never turned it on again. They said they were in the ER. They said they needed an MRI, but did not bring their patient programmer with them, but their therapy had been turned off. No patient symptoms were reported. Additional information was received. The patient stated they were in the ER and needed an MRI scan, but they did not have their programmer. They mentioned their ins had been off since 2012. The then mentioned they had a broken lead. They were unsure how or when the lead broke, but mentioned it was discovered in a CT scan maybe a month prior. The patient was provided with the nas number to have a rep paged. It was recommended they bring a patient programmer to appointments. No patient symptoms were reported.